Event description:
Pt reported receiving occlusions while using the infusion device without receiving an e4 (occlusion) error message. Pt reported experiencing unexpected elevated blood glucose levels. No blood glucose reading was provided. Pt's normal blood glucose range was not provided. Treatment received was not provided. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.